Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thyroidectomy this nim was not displaying any response/waveform upon stimulation. Troubleshooting done. Verify that stimulation is being delivered. Try stim 2 instead of stim 1. Tried increasing stimulation level. Verified that there was a passing electrode check. Verified that the muting clamp was working properly. Reseated electrodes in patient interface box. Upon performing a "tap test" there was no response to physical stimulation. Recommended replacing the trach tube. Before putting the tube in the patient, the site was able to confirm that the new tube was responding to physical stimulation. Replacing the emg tube solved the issue. The surgery was extended for less than an hour. No patient impact reported.